Manufacturer narrative:
Bd internal testing revealed product didn't perform as intended. No further testing was done on this lot due to lot being expired a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 794795. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were underfilling. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 363095; batch no. 7327731. It was reported that the draw volume testing indicates both nominal and maximum dosed vacutainer® citrate 2.7 ml tubes did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 9 months for 2.7 ml 2.7ml tube (2 of 2). This email is intended to report out of specification end of shelf life draw volumes for vacutainer® citrate tnt tubes catalog # 363093 and 363095 made in plymouth UK. As part of CAPA 54720, we sourced vacutainer® citrate 1.8 ml (363093) and 2.7 ml (363095) tubes which were sterilized at nominal (~18 kgy) and maximum dose levels (~39 kgy) for draw volume testing. The draw volume testing indicates both nominal and maximum dosed vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 6 months for 1.8 ml and 9 months for 2.7 ml. The nominal and maximum dose test samples for the 1.8 ml were from lot # 7327726 and 2.7 ml from lot # 7327731.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were underfilling. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 363095, batch no. 7327731. It was reported that the draw volume testing indicates both nominal and maximum dosed vacutainer® citrate 2.7 ml tubes did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 9 months for 2.7 ml. 2.7ml tube (2 of 2). This email is intended to report out of specification end of shelf life draw volumes for vacutainer® citrate tnt tubes catalog # 363093 and 363095 made in (B)(4). As part of CAPA (B)(4), we sourced vacutainer® citrate 1.8 ml (363093) and 2.7 ml (363095) tubes which were sterilized at nominal (~18 kgy) and maximum dose levels (~39 kgy) for draw volume testing. The draw volume testing indicates both nominal and maximum dosed vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification for draw volume at end of shelf life of +/-10% of labelled draw at 6 months for 1.8 ml and 9 months for 2.7 ml. The nominal and maximum dose test samples for the 1.8 ml were from lot # 7327726 and 2.7 ml from lot # 7327731.